Manufacturer narrative:
Device not returned.

Event description:
Plaintiff implanted with t-sling 5194001400 on (B)(6) 2011. Mesh removal occurred on (B)(6) 2014. Patient's legal representative stated pelvic pain, recurrent uti, erosion noted, frequency.